Event description:
The customer was hospitalized for low blood glucose. Customer was sweating and shaking. Troubleshooting was not performed. The up and down buttons were not responding. The batteries were changed and buttons still were not responding. Instructed customer to use back up of manual injections until replacement pump arrives.